Event description:
It was reported that the infusion device was not delivering any insulin resulting in elevated blood glucose levels and ketoacidosis. The customer did not feel well and was admitted to hospital. At the time of the report, the customer was still hospitalized in intensive care.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.